Event description:
It was reported that the instrument cracked while being used to impact the implant. Subsequently, the instrument fractured into pieces after it went through the decontamination process. No report of foreign body retained or harm to the patient. Several attempts have been made to obtain additional information with no response.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photograph identified that the tip of the impactor is broken. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.